Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hypodermic needle. The customer reports that the needle detached from the hub during use and remained stuck in the patient's arm. The doctor giving the injection used forceps to remove the needle. No further medical intervention was necessary. No reported ill effects to the patient.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.